Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. It is alleged that the patient had subsequent surgical intervention on (B)(6) 2018 due to the hernia mesh device. It is also alleged that the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. It is alleged that the patient had subsequent surgical intervention on (B)(6) 2018 due to the hernia mesh device. It is also alleged that the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device #1). Per op notes, ¿the incarcerated hernia sac was identified and excised. A ventralight st using echo ps (device #1) was placed and tacked.¿ (B)(6) 2018 - patient was diagnosed with recurrent hernia due to mesh failure thereby underwent repair. (Note: the operative notes for this procedure was not provided). (B)(6) 2018 - patient underwent repair with implant of ventrio st (device #2). (Note: the operative notes for this procedure was not provided). Attorney alleges hernia recurrence, pain, mesh deformation and revision surgery.